Manufacturer narrative:
Insulin pump received with all operating currents within specific and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08715 inches. Insulin pump was programmed with test minilink and the glucose sensor simulator. Insulin pump communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Insulin pump was also programmed with test glucose meter. Insulin pump communicated properly and recorded the 104 mg/dl value properly from glucose meter. The sensor feature working properly. Insulin pump received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 32 mg/dl at the time of the incident. The customer was at 250 mg/dl at the time of the call. The customer was having sensor glucose versus blood glucose differences. The customer was treating off inaccurate sensor glucose values. The customer was given food to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting not completed as the customer declined. The insulin pump will not be returned for analysis.